Event description:
It was reported that pump touchscreen was cracked and shattered, and caller was unable to explain how damage occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.